Event description:
Morphine drip set at 2cc/hr at 13:00. Pump found running at 50cc/hr at 13:55 when family reported to rn that pt was sleepy and questioned setting on pump. Pt was drowsy but arousable with respirations at 20. Narcan ordered and administered. The pump had been changed to the IV piggyback rate, which was set at 50cc/hr. It is unknown who switched the rate from primary to piggyback.